Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was confirmed and was caused by a faulty charged couple device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image on the camerahead was scrambled. There was no image. The issue was found during set up / inspection for use. There were no reports of patient involvement.